Event description:
It was reported by the advanced practice nurse that upon insertion of the fiberoptix sensor (fos) intra-aortic balloon (iab), the arterial pressure waveform seemed unrealistically high, approximately 200. She re-zeroed the transducer and switched to it, which was more reasonable. Auto pilot switched back to fos (from transducer) so she manually forced the pump to use the transducer by removing the fiberoptix slide.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.